Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was inserted on (B)(6), leak was confirmed on (B)(6), and removed on (B)(6). The surgeon did not know how to insert the catheter and connected a needleless connector (q site) to the catheter with the stylet still inserted, continued placement, and while infusion was being started, the leak occurred. Leakage from between the 57 cm and 58 cm scales. No additional information provided.